Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure, it was reported that the clip was malformed. The case was completed with a new instrument with no consequence to the patient.